Event description:
The customer reported low bgs. During the call the customer was informed that customer was hospitalized for high bgs. In addition. It was indicated that the customer was involved in a car accident. Troubleshooting was performed. The lead screw passed. The customer also mentioned during the testing that a couple of weeks ago customer was unable to prime. The customer changed the entire set to resolve the low bgs and the pump was fine after the set change.